Event description:
Two nurses were providing care to a patient in ccu. Pt was total care (e.g.: all activities of daily living). The patient was rolled over onto his right side. His weight was resting up against the side rail. The side rail made a large "popping" noise and went down. The nurse on that side of the bed was able to catch the patient, helped lower him to the ground, and kept him from being harmed. We have not had this problem with this device in the past. No injury to staff. Patient weighed approximately 214 pounds which is within the weight limit for this device.======================manufacturer response for hillrom total care bed, total care bed (per site reporter).======================logged the event.there were no functional issues identified upon inspection. Event could not be duplicated.